Event description:
Upon deflation, the physician experienced difficulty withdrawing the balloon from the lesion, upon getting the balloon out of the lesion, the physician experienced difficulty in positioning the cutting balloon catheter into the guide. Angiographic results indicated a dissection at the lesion site and several mm proximal to the lesion site. The guide, wire and balloon were then removed and the dissection was stented.